Event description:
The surgeon implanted a cc4204bf collamer lens. The lens stuck to the foam tip and tore the trailing haptic. The incision was enlarged to remove the lens. No patient injury. The facility stated that the injector malfunctioned.

Manufacturer narrative:
Complaints of this nature are being investigated under iaca.